Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The unit sparked when it was plugged into the wall.

Manufacturer narrative:
Additional information: one i3 unit model # cm1100 with main unit serial # (B)(6). And one i3 accessories set were returned. The unit was determined to have a power malfunction due to damage to power cord. The unit powered on successfully in conjunction with test power cord. The root cause was concluded to be a defective power cord.

Event description:
Realted MFR number 3004936110-2021-00135